Event description:
Customer called in to report that the insulin pump's display screen went blank. The customer does not know how long the insulin pump was off. Blood glucose reading at the time was 400 mg/dl. The customer mentioned that there was an alarm for battery out limit. Customer was able to treat with the insulin pump once she turned it on and adjusted settings. Troubleshooting was performed. Advised the customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.